Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (probe scratch) was not confirmed, however, the acoustic lens was damaged. In addition to the foreign objects in the nozzle, additional evaluation findings were as follows: the bending angle in the up direction did not meet the standard value, the bending section cover was pinched, the adhesive on the bending section cover was detached and had a chip, the paint on the air/water cylinder was peeled, switch 1 had a scratch, the light guide lens had a crack, and the connecting tube had a dent and a scratch. Additional information obtained: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with the detergent solution. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been eleven years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign matter could not be determined. The issue is addressed in the reprocessing manual: chapter 6 compatible reprocessing methods and chemical agents and chapter 7: cleaning, disinfection and sterilization procedures olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that when using an ultrasonic gastrovideoscope, there was a scratch on the probe. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.